Event description:
Investigation completed and will be summarized.

Manufacturer narrative:
Investigation completed on a smiths medical cadd solis vip pumps - 2120 pump. The device arrived in good physical shape upon visual inspection. Event log did not reveal complaint of under infusion, nor did testing. The device passed within the guidelines of published specification of +/-6%. No actions were taken as no fault could be found. Unknown cause of event.

Event description:
Information received a smiths medical cadd-solis pump was underinfusing. No patient was involved in event.